Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the lamp exploded because a non-olympus lamp was used. In addition, the size, length, and diameter of a non-olympus lamp differ, so the heat sink cannot be fixed properly. If it was forcibly fixed, the position of the electrodes of the heat sink and the ignitor inside the unit may shift when it is inserted to the main unit. This causes contact failure and overcurrent between electrodes causing the lens to explode or crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿instructions/visera elite xenon light source: olympus clv-s190: 6.1 replacement of the examination (xenon) lamp: ·always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Turn the light source off and disconnect the power cord from the wall mains outlet before replacing the lamp with a new one. Otherwise, an electric shock may result. Do not touch anything inside the lamp chamber. The lamp chamber is extremely hot immediately after the lamp is turned off. Operator and/or patient burns can result. When replacing the lamp, do not leave any objects (such as a cloth and plastic bag) inside the lamp chamber. A fire and/or equipment damage can result. Store the hexagon wrench securely on the rear side of the lamp cover. If the wrench drops or any objects get inside the light source, turn off the light source immediately, disconnect the power cord and contact olympus. If the light source is used while the wrench is left inside the light source, equipment damage and/or an electric shock can result. Dispose of the examination lamp as described in section 7.3, ¿disposal¿. The glass surface may crack due to the high pressure inside the lamp if disposed of improperly.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due the socket causing intermittent use of high intensity mode. Additional issues were identified during the device evaluation: the lens base was cracked; a piece of broken lamp was stuck inside on the unit; non-olympus lamp with life meter reading at 400+hours; diaphragm unit failed and was stuck intermittently; inside front panel mouth was damaged with a broken panel post and broken ground screw stuck in the bottom of the chassis; front panel chassis and top cover were bent. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light bulb exploded on the visera elite xenon light source. Also, the housing was loose and would not stay in place. There were no reports of patient harm associated with this event.